Manufacturer narrative:
The investigation for the reported issues has been completed. The impella device has not been returned for evaluation. The cause of the reported issue was not determined as no product or data was returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that during placement, it was reported that the impella was noted to be under the papillary muscle. The device was repositioned. It was reported that the link kinked, however no visual holes were visualized. The patient was transferred to the operating room for a cholecystectomy. Bleeding complications occurred, and blood products were required. The patient experienced ventricular tachycardia, and the medical staff made an unsuccessful attempt to reposition the pump. It was reported that after twenty-two days of support, low pump flows on the impella 5.0 prompted removal and replacement of the device. Weaning was successful, the device was explanted, and the procedural outcome was the patient survived.